Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was over 20 mg/dl. The customer was advised that the insulin pump would be replaced but declined to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.